Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's insulin gauge was rapidly depleting and the cartridge was observed to be leaking. The customer loaded 300 units of insulin on (B)(6) 2016 and the next day it the insulin gauge read 50 units. The customer's blood glucose (bg) level was 250-254 md/dl and insulin injections were administered to address the bg level. The customer loaded a new cartridge. The insulin gauge reading was accurate.